Event description:
It was reported to nova biomedical that a consumer received a result of 124 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 54 mg/dl. A control solution test performed during troubleshooting revealed the test strips fell in range. The difference in the readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.